Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system recorded noise in the left ventricular (lv) electrocardiogram (egm). Data analysis was performed, there were variable intrinsic amplitude values, changes in lv lead impedance measurement but still within normal limit, and loss of capture was observed in the lv. Noise was also observed in the right ventricular (rv) egm and there were changes in the shock egm morphology. Technical services recommended troubleshooting steps to exclude mechanical issues and lead impairment. No adverse patient effects were reported. The device, the lv lead and this rv lead remain in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).